Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dyshidrotic eczema"), back pain ("back pain"), immune system disorder ("immune system issues"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain upper ("stomach pain stomach pain"), migraine ("migraine"), feeling abnormal ("brain fog"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), furuncle ("boils"), allergy to metals ("nickel allergy") and decreased appetite ("loss of appetite") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, immune system disorder, nausea, vomiting, weight decreased, abdominal pain upper, migraine, feeling abnormal, mood swings, depression, anxiety, acne, furuncle, allergy to metals and decreased appetite outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered abdominal pain upper, acne, allergy to metals, anxiety, back pain, decreased appetite, depression, dyshidrotic eczema, feeling abnormal, furuncle, immune system disorder, migraine, mood swings, nausea, pelvic pain, vomiting and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -stomach pain, back pain, dyshidrotic eczema, nausea, vomiting, weight loss, migraine, brain fog, mood swings, depression, anxiety, acne, boils, immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- event medical device removal updated to pelvic pain. New events stomach pain, back pain, dyshidrotic eczema, nausea, vomiting, weight loss, migraine, brain fog, mood swings, depression, anxiety, acne, boils, immune system issues were added. New reporters were added. On 17-apr-2020: unlocked for quality safety evaluation. On 23-mar-2020: fu 1, 3, 4 processed together. On 23-mar-2020: fu 1, 3, 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.